Manufacturer narrative:
A specific root cause could not be provided based on the information. The customer's cobas h 232 analyzer was sent in for investigation. Investigations with the customer analyzer, a retention cobas h 232 analyzer, and an elecsys 2010 analyzer were performed. Measurements performed with spiked samples on these analyzers fulfilled requirements. The investigated material was working according to specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneously high result for one patient sample tested for troponin t quantitative (tnt) on a cobas h232 analyzer. The cobas h232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The sample initially resulted as 50-100 ng/l for tnt on the cobas h232 analyzer. This value was considered to be positive and was reported outside of the laboratory. Since the result was positive, a new sample was collected from the patient and measured with "sensitive tropt", resulting as negative. The original sample was then repeated on the same cobas h232 analyzer, resulting as less than 50 ng/l. The original sample was also repeated on a different cobas h232 analyzer, resulting as less than 50 ng/l. The repeat results of less than 50 ng/l were believed to be correct. The patient was not adversely affected. The cobas h232 analyzer serial number was (B)(4). The expiration date of the tnt strips was provided as 08/16.